Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The affected part was returned to livanova (B)(4) for a detailed investigation. There the reported issue could be reproduced and the root cause was traced back to a defective microcontroller. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error message during a procedure. Gas could not be delivered for 30-60 seconds, after which the device worked properly again. The user could complete the case without further issues. The user then tried to replace the cable but the malfunction recurred. There was no report of patient injury.